Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the customer indicating the phaco handpiece did not prime during setup. The handpiece was switched out to proceed with surgery. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a (malfunction / incident).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no phacoemulsification power during setup. Additional information has been requested.